Manufacturer narrative:
(B)(4).

Event description:
Information was received regarding a patient who was implanted for gastrointestinal/pelvic floor. It was reported there was no improvement "at all" since implant. No troubleshooting attempts reported. Symptoms included not emptying bladder. It was noted that the trial was successful, however. Cause, actions, and outcome remained unknown. Follow-up was conducted to obtain additional information.